Event description:
It was reported by a customer on (B)(6) 2011 in the middle of the procedure error messages 210 and 235 were displayed on the screen. The laser was rebooted 3 times before but error messages 210 and 235 persisted. The procedure was cancelled. No patient injury was reported.